Event description:
Additional information received reported the patient's physician was notified of the event. The patient sent him myelogram results and she was waiting for his reply. The circumstances that led to the loss of stimulation was not determined, it "just stopped working." The issue was not resolved.

Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for chronic low back pain and spinal pain reported they experienced a loss of stimulation as of (B)(6) and were in a lot pf pain. The patient programmer (pp) was used to check the device which showed stimulation was on. The consumer increased stimulation to 10 volts and felt an intermittent sensation like a bump sensation where it was uncomfortable; the consumer couldn¿t go above seven because otherwise they felt the painful sensation. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had an increase in pain, which required an increase in battery usage. The patient also reported that they had in increase in rehab physical therapy. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had to replace the device because it turned off, they found a problem, but he wasn't sure why it was turned off, but it wasn't the battery, ¿it was something that turned it off mechanically or whatever.¿ the patient wasn't sure if they every determined what the problem was ¿but it wasn't working.¿ no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.